Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2022, due to infection. It was reported that patient had ongoing and increasing pain. According to the complaint source, cultures were taken, and results confirmed a low-grade infection by proprionibacterium. A two-stage revision was planned: all components except for metal back and stem were removed, followed by a course of antibiotics: smr reverse humeral body (product code 1352.20.010, lot #1918564 - ster. 1900429) - product not sold in the us. Smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #1908291 - ster. 1900256) - product not sold in the us. Smr connector small std (product code 1374.15.310, lot #1905867 - ster. 1900134). Smr reverse hp corrective glenosphere (product code 1374.50.444, lot #1920595 - ster. 1900424) - product not sold in the us. Bone screw ø6,5 h.20mm (product code 8420.15.010, lot #1914481 - ster. 1900354). Bone screw ø6,5 h.30mm (product code 8420.15.030, lot #1914499 - ster. 1900354). It was reported that metal back and stem were too well fixed to be removed without significant bone loss. A cement spacer was placed in humerus during the interim period to 2nd stage of the revision. Previous surgery took place on (B)(6) 2020. Patient is a male, (B)(6). Event happened in (B)(6).

Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the components that were released on the market with the same lot #s. We will submit a final MDR as soon as the investigation will be completed.

Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the components. Therefore, all the products placed have been properly sterilized before being placed on the market. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received a total of two x-rays referring to pre-operative revision surgery. The x-rays received - dated 31/01/2022 - have been evaluated by a medical consultant. Following, the medical consultant comments: "the radiographs look fine. The infection is the main cause for revision of the implant. I cannot see any sign for implant related issues here". Considering that: · check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s; · a low-grade infection by propionibacterium was confirmed by culture tests; · according to the medical consultant "the radiographs look fine. The infection is the main cause for revision of the implant"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse due to infection is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6), 2022, due to infection. It was reported that patient had ongoing and increasing pain. According to the complaint source, cultures were taken, and results confirmed a low-grade infection by propionibacterium. A two-stage revision was planned. On first stage the following components were removed, followed by a course of antibiotics: · smr reverse humeral body (product code 1352.20.010, lot #1918564 - ster. 1900429) - product not sold in the us. · smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #1908291 - ster. 1900256) - product not sold in the us. · smr connector small std (product code 1374.15.310, lot #1905867 - ster. 1900134). · smr reverse hp corrective glenosphere (product code 1374.50.444, lot #1920595 - ster. 1900424) - product not sold in the us. · bone screw ø6,5 h.20mm (product code 8420.15.010, lot #1914481 - ster. 1900354). · bone screw ø6,5 h.30mm (product code 8420.15.030, lot #1914499 - ster. 1900354). It was reported that metal back and stem were too well fixed to be removed without significant bone loss. A cement spacer was placed in humerus during the interim period to 2nd stage of the revision, which took place on (B)(6), 2022. New components had then been implanted. Previous surgery took place on (B)(6), 2020. Patient is a male, 67 years old. It was reported he has a bmi of 30, and he's moderately active. Event happened in australia.